Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 0627487-2013-02297. It was reported the patient feels a shocking sensation whether her stimulation is on or off. She stated it feels "like a razor blade is slicing through her". Follow-up identified reprogramming did not resolve the issue. The patient reported she feels shocks down her left leg when stimulation is on or off. She also reported her heart rate increases when stimulation is on and seems to slow down slightly when stimulation is turned off. It was reported the patient's ipg is located on her right side and she stated she "felt better" with stimulation on. The patient is working with her sjm representative and physician to address the issue. No further information is available at this time.